Event description:
It was reported that during an atrial fibrillation ablation procedure, the irrigation port of the catheter broke. The physician inserted the contact therapy ablation catheter into the pt, and soon noted the irrigation port was broken. The catheter was removed from the pt and a second contact therapy ablation catheter was opened; however, prior to insertion, the physician noted that the irrigation port of this catheter was broken. A third contact therapy ablation catheter was used to successfully complete the procedure with no reported pt complications. No further info is available.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental med watch will be filed.